Event description:
The customer returned the insulin pump without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test and alarmed during the prime test as a result of a loose drive support disk.